Event description:
Reporting status: serious injury - required intervention. Reporting rationale: dislodged stent implanted in an unintended site. Device issue: stent dislodgement. It was reported that a pci was planned for the lcx, ramus and lm. A bmw and whisper guide wire were inserted at the ramus and lcx. The proximal to mid ramus was pre-dilated. A cutting balloon was planned; (total occlusion at lad); however, it could not cross the ostial of the ramus. The system was pulled back and there was no further action taken at the lad. The lesion at ramus was pre-dilated with a voyager 2.5 x 10 mm at 8 atm and another company's 2.5 x 15 in the proximal lcx at 0 atm. A xience v 3.0 x 18 mm was inserted in the proximal lcx, but could not pass. The stent dislodged when the system was pulled back. Angiogram showed the stent seated at the lm. Another company's balloon was attempted to be inserted through the dislodged stent and pulled back, but the stent did not move. The balloon of the dislodged system was inserted through the stent, which was successful. The balloon was inflated (8 atm with repetition at 18, 22 atm) and able to expand the stent to stay at the vessel wall where it was located. Angiogram showed the stent stayed expanded at lm with distal end at ramus. The procedure was ended at this stage. No additional event or patient information is available.